Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate atrial tachy response (atr) episodes due to farfield oversensing, leading to inhibition of pacing as the patient is pacemaker dependent. Technical services (ts) reviewed the episodes and discussed that performing an x-ray would be recommended to evaluate the right ventricular (rv) lead position. Ts also provided programming recommendations to prevent this situation from reoccurring. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate atrial tachy response (atr) episodes due to farfield oversensing, leading to inhibition of pacing as the patient is pacemaker dependent. Technical services (ts) reviewed the episodes and discussed that performing an x-ray would be recommended to evaluate the right ventricular (rv) lead position. Ts also provided programming recommendations to prevent this situation from reoccurring. The crt-d remains in service. No additional adverse patient effects were reported.